Event description:
The customer reported that the autopulse nxt platform (sn (B)(6)) began overheating approximately 20 minutes into use on a large patient. The crew did not feel any portion of the platform being particularly hot to the touch. However, they did notice a distinct burning or overheating smell, although no smoke was visible. The platform was on the stretcher when the smell was detected. The crew stopped the platform, replaced the batteries (even though it still had 2 bars), and restarted it. The platform performed compressions briefly before shutting down spontaneously. The crew restarted it and continued compressions until the end of the call (which was a short duration). During the battery swap and when the platform shut down, manual CPR was administered. The customer confirmed that the environment was air-conditioned, with no apparent ventilation system obstructions. No adverse consequences or impacts on the patient.

Manufacturer narrative:
The customer's reported complaint that the autopulse nxt platform (sn (B)(6)) got shut down during the compressions was confirmed during the functional testing. The root cause of the reported complaint was the dislodged spring pins from the winch drive pulley. The customer's reported complaint that the autopulse nxt platform began overheating and emitted a distinct burning smell was confirmed based on the archive data review but not confirmed during the functional testing. The archive data indicated alert 120 (alert_analog_motor_temp): analog motor temperature alert, and fault 1290 (fault_analog_motor_over_temp): analog motor temperature over the thermal limit. The burning smell emitted from the motor is expected since this platform did not have the "pre-baked motor," - so as the platform heated up, the customer smelled the manufacturing oils, etc. The burnt smell eventually dissipated after a few compression cycles. The autopulse nxt platform passed the preliminary functional testing without fault or error. After the platform was tested using the test fixture with two nxt batteries, and upon inserting the third battery, the platform failed to start and illuminated a flashing alert led, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).